Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory test results, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive culturing and sampling. Destructive sampling took place on july 12, 2021. All sixteen (16) required scope sampling points were sampled. Roseomonas mucosa was not recovered from the scope during destructive sampling. No damage to the scope was observed on any of the fourteen (14) inspection areas during destructive inspection. No cracks, scuffing, or chips were observed. A borescope inspection after destructive sampling identified a residue, black spots, and debris, in the instrument channel. No residue or debris was observed in any of the other thirteen (13) of fourteen (14) areas of inspection.the device was returned to an olympus for evaluation after destructive culturing and sampling. There was a crack on the plastic distal end cover insulation. The l-arm/forceps elevator was missing and there was a cut on the k-wire for the k-lever and forceps elevator. The l-arm/forceps elevator cover, and l-arm/forceps elevator were missing on the plastic distal end cover. The nozzle was missing. The bending sheath cover was missing. The glue was missing at the plastic distal end cover side and cracked at the insertion tube side. The control knob was loose. The scope leak check, guide wire tension test and catheter test were unable to be performed due to the missing l-arm/forceps elevator.the legal manufacturer performed an investigation. Roseomonas mucosa is a non-gastrointestinal human origin organism. One sampling deviation was observed. The sampler and facilitator did not wear sterile sleeves. Several reprocessing deviations were observed. No damage was observed during destructive inspection. Roseomonas mucosa was not recovered from the scope during destructive sampling. Several deviations were observed when auditing reprocessing staff. For step eighty-five (85), ¿cover the suction cylinder, and aspirate detergent solution for thirty (30) seconds. While continuing the immersion and the aspiration, close and open the instrument channel outlet three (3) times. Detach suction pumps suction tube from the endoscope. Detach suction cleaning adapter from the endoscope.¿ site reprocessing staff did suction but did not move the instrument channel three (3) times. Auditor corrected reprocessing staff. For step ninety-five (95), ¿immerse the suction port of the injection tube in the water. Attach the syringe to the suction channel port of the injection tube. While immersing the syringe completely in the water, flush the suction channel with ninety (90) milliliters of the water.¿ reprocessing staff forgot to remove the distal end flushing adapter. Auditor corrected reprocessing staff. Reprocessing staff did do steps sixty-three (63) ¿ seventy-one (71), although the suction cylinder was brushed prior to the distal tip. Auditor corrected the reprocessing staff member. Site reprocessing staff used a third-party flusher, which was not considered a deviation. The audit took place on july 12, 2021.the instructions for use (IFU) recommends that the time from scope removal from patient and start of manual cleaning be no greater than one (1) hour. No censitrac data was available for the scope aside from the time that the scope was placed into the sterilizer. It was unclear whether manual cleaning was initiated in a timely manner. Olympus site staff did note that ¿the connectors in the automated endoscope reprocessor (aer) were very loose and came off easily¿. Environmental sampling and monitoring were performed as part of the post market clinical study 522.the provisional root cause was probably insufficient reprocessing, contamination during sampling (sampling media, sampler, laboratory), inadequate reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The ess observed that the technician brushed the suction cylinder first instead of the distal tip when manually cleaning. The technician performed the suction but forgot to remove the distal end flushing adaptor. The customer uses a third-party suction and a third-party flusher for water and air. The subject device referenced in this report was not returned to olympus as it was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for roseomonas mucosa. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected from the distal end and channel on the scope and sent to an independent laboratory for testing. The test results provided the total recoverable aerobic bioburden as colony forming units (cfus) per sample. The distal end had tested negative, and the channel had tested positive for two (2) cfus of the roseomonas mucosa. In addition, the channel tested positive for two (2) colonies of staphylococcus epidermidis, one (1) colony of micrococcus endophyticus, and one (1) colony of bacillus species. No patient harm reported.